Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No further information was provided including number of patients, patient information, treatment or outcomes. Attempts to obtain follow up information were unsuccessful to date. No product malfunction was reported. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse educator reporting that two pressure ulcers have occurred with use of the device. Reporter stated "we have experienced 2 pressure ulcers on patients in the past weeks due to the fecal management system device."